Manufacturer narrative:
The event of lymphoma alcl suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: rupture, lymphoma alcl suspected.

Event description:
Patient representative reported "ruptured implants" and "developed anaplastic large cell lymphoma" on unspecified side. The device has been explanted. No pathological markers were provided.